Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing low blood glucose for the last few days since (B)(6) 2017. The customer's blood glucose level was 40 mg/dl. The did not mention how they treated their low blood glucose. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.